Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was spot of ink on the display window. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass. The functional testing could not be completed due to the physical damage. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.